Event description:
Customer reportedly obtained results of 105 mg/dl and 60 mg/dl on the compact plus system while exhibiting hypoglycemic symptoms. Customer had to be given juice by her daughter to elevate her blood glucose. Requested return of suspect system and replacement was sent.